Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient with grade four diffuse lamellar keratitis that turned into central toxic keratopathy in the left eye post lasik. The patient experienced vision changes. The patient is using topical steroid drops, oral antibiotics, oral vitamin c and was fitted for a scleral contact lens. The patient's symptoms are expected to resolve. It was noted that the surgeon does not think the laser caused the patient's symptoms as this was an isolated event. Additional information requested.